Manufacturer narrative:
We have requested the return of the device for further investigation. However, the device remains implanted in the patient. A supplemental report will be submitted upon completion of the investigation.

Event description:
Exeter stem was broken after 4 years of surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. A review by a clinical consultant confirmed the fracture. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: "multiple smaller and bigger procedure-related factors regarding component position and likely also cementation technique have contributed to an overload condition across the hip arthroplasty with fatigue accumulation ending in stem body fracture exactly at the level of maximum overload." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated that this pi is not device related. The clinician concluded that "multiple smaller and bigger procedure-related factors regarding component position and likely also cementation technique have contributed to an overload condition across the hip arthroplasty with fatigue accumulation ending in stem body fracture exactly at the level of maximum overload." No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Exeter stem was broken after 4 years of surgery.